Event description:
During a non-circular spect study the patient table moved up unexpectedly and pushed the patient into the detector. The collision detection system stopped the camera. The customer was advised not to use camera until field service evaluates the system. The patient was not injured.